Event description:
End user's mother reported that the r114 sling for a 9805 hydraulic lift has cut her son, on a pressure point on his back. The commode opening seam is overlapped and very thick and stiff, which allegedly caused the cut. No alleged medical intervention.